Event description:
Silicone-breast implants ruptured. Rashes, fevers, joint pain, fluid around heart, lung problems, hair loss, bladder problems, nervous system problems, digestive system problems, reproductive system problems, muscular system problem, skeletal system problem, memory (short term) loss, cyst removals (filled with "unknown" substance). Scarring, deformity, weakness, pain, eye problem - (sight change, and irritation), disability.